Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade occurred. The procedure was cancelled. During an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. After the transseptal puncture with a non-boston scientific device, the physician was in the left atrium (la) with the faradrive sheath, dilator and exchange wire. The wire was in contact with a pre-existing watchman implant. The physician was also in the la with the intracardiac echocardiography (ice) catheter, attempting to get a good view of the left atrial appendage (laa). While trying to manipulate the ice, the ice went right sided to the right atrium. There was a large effusion noted, and ep began to put a needle in the patient pericardial space to auto transfuse blood. The auto transfusion continued for roughly ninety minutes before the patient was airlifted to another hospital for surgery. The physician mentioned the faradrive was tenting on the fossa ovalis, before the fossa gave out, causing the faradrive to plunge into the left atrial wall near the appendage, causing perforation to the lateral left atrial wall with the faradrive dilator and sheath. The device is not expected to be returned for analysis (disposed). It was further confirmed, the faradrive was disposed, there were no reported issues with the faradrive. Lot# unavailable. The surgeon stated the dilator and sheath were tenting heavily on the fo, implying it was difficult to cross the septum. Act was standard of care with this doctor to give heparin ahead of tsp and to check act throughout the case. The day after the procedure that the patient was stable, and the patient has been discharged.